Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no oversensing on the ra lead reported.

Event description:
It was reported that the implantable pulse generator (ipg) device system was explanted due a possible infection. It was also reported that the right atrial (ra) lead exhibited oversensing. No further patient complications have been reported as a result of this event.